Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer experienced an elevated blood glucose (bg) level ranged from 540-541 mg/dl. Customer primed the tubing to address the issue. No additional patient or event information was available.